Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
The customer reported a low blood glucose (bg) level of 42mg/dl; the cause was unknown. The customer consumed carbohydrates in order to address low bg.